Manufacturer narrative:
Citation: wijeysunder h. Comparison of outcomes of balloon-expandable versus self-expandable transcatheter heart valves for severe aortic stenosis. Am j cardiol. 2017 apr 1;119(7):1094-1099. Doi: 10.1016/j.amjcard.2016.12.016. Epub 2017 jan 5. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding comparison of clinical outcomes and safety between balloon-expandable versus self-expandable transcatheter heart valves. All data were collected from multiple centers between 2007 and 2013. The study population included 714 patients (predominantly male, mean age 83 years), 397 of which were implanted with medtronic corevalve (no serial numbers provided). Among corevalve patients adverse events included: paravalvular aortic regurgitation, stroke, permanent pacemaker, bleeding, access-site vascular complications, and need for a valve-in-valve procedure. Based on the available information medtronic product was associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.